Event description:
Device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the photographs identified fold creases and intact device. It is not possible to determine the most likely failure mode via device analysis performed through photographs due to the impossibility to perform microscopic analysis.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker's grade IV. The device remains implanted.